Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The full name for section e1: (B)(6).

Event description:
It was reported the telescope's resectoscope lock was broken. There were no reports of patient harm.